Event description:
Pt had original procedure and it was thought to be successful. Upon other testing as outpatient, it was discovered that pt. Had a portion of a wire still in him. It was discovered on chest x- ray. Pt was scheduled back into lab for wire retrieval. Wire was in the right subclavian artery into the aorta. Md was able to snare and remove wire. It has been determined that it was part of a wire that was used in the procedure. It was a bmw wire by abbott. This severed upon removal and physician states there was not resistance or difficulty associated with removal.